Event description:
Intermittent oversensing on right atrial (raj lead during atrial arrhythmia. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).